Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission noted abnormal readings on the right ventricular lead. No additional information was reported.

Event description:
New information noted that there was a rise in impedance and threshold. The asymptomatic patient presented in clinic. Noise could not be reproduced with isometrics. The physician decided to monitor the lead. The patient was stable.